Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 506mg/dl. The caller stated that he received motor error alarms and other error alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed the rewind, basic occlusion test, prime and displacement. However, the insulin pump was received stuck in the motor error loop during bolus and basal delivery. Error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform error test, occlusion test, excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the rewind, basic occlusion, prime, and displacement test. However, the insulin pump was received stuck in the motor loop during bolus and basal delivery. The error alarms were confirmed in the alarm history. The motor was tested outside the unit and passed. The motor may have an intermittent failure that was not detected during our testing. Further testing could not be performed due to the motor error alarms.